Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed the insertion needle is bent. T1 was free from delivery needle, t2 remained on delivery needle returned. Depth limiter was cut to surgeons desired length. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.

Event description:
It was reported that during meniscus repair surgery, when the package was opened and the fast fix handle was deployed, the two ts fell off when t1 was deployed. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.